Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a leak occurred from the delivery system of a leadless implantable pulse generator (ipg) identified as the micra av2. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated the delivery system outer shaft leaks. The delivery system tether lock housing leaks. The lumen of the delivery system was torn. Fluid pathway leak was observed on the delivery system. There was a leak of the distal end of the outer shaft of the delivery system. The delivery system tether port leaks. The delivery system outer shaft was kinked/buckled. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.